Event description:
It was reported that the insulin pump is not functioning. Customer programmed a bolus and nothing happened. The current blood glucose reading is 276 mg/dl. The buttons are not working. Customer stated that she was exercising and the insulin pump was in her top. The customer was unable to clear the battery out limit alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to the unresponsive buttons. Also, the device was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.